Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified through the system logs. Found the power supply ps2 slightly below nominal. Adjusted supply to nominal. No other anomalies could be found. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 has communications problems. There was no adverse pt involvement reported.